Manufacturer narrative:
Initial reporter's address: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate contained abnormal additive form. No report of serious injury or medical intervention.